Manufacturer narrative:
(B)(4). Patient ID was not provided, age was not provided, patient weight was not provided, product returned was empty package.

Event description:
It was reported that implant was not in vial. The clinician used another implant to complete procedure.

Manufacturer narrative:
One tapered screw vent implant package was returned for inspection. Visual inspection confirmed that the implant and mount were not inside the packaging, nor was the cover screw. The seal of the vial was noted to be broken. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there was one complaints associated with this product lot. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16. Information identified: product packaging all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. Complaint indicates the implant, mount, and screws were not found in the vial when opened. The alleged event is non-verifiable, as the package was returned already opened. A root cause could not be determined. UDI: (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.